Event description:
Motor hose ruptured during surgery. The hose was in a drape that was clamped. There was no known restriction of the exhaust hose, and the system was being used at normal pressure. The surgeon reported that the drill "sounded a little weak" and then it suddenly ruptured. Procedure was completed with a second motor. There were no injuries or significant delays.